Manufacturer narrative:
The lot number is not known; therefore, the device MFR date and expiration date can not be determined. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The directions for use of this device contains the following general warning: the risks and benefits of performing a suburethral sling procedure in the following should be carefully considered: overweight women (weight parameters to be determined by the physician). At this time we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp that sometime during the week before the date of this report, a obtryx system-curved was used during a sling implant procedure. According to the complainant, the pt was obese and had a lot of redundant tissue. While passing the trocar they buttonholed the vagina on both sides. They removed the trocar, re-passed it, and were able to attach the sling. They sutured the button holes and completed the case without further complications.